Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was scratches on the display and screen was hard to read. The customer reported high blood glucose of 392 mg/dl. The customer's blood glucose was 267 mg/dl at the time of call. The customer declined to troubleshoot. The insulin pump will be returned for analysis.